Manufacturer narrative:
It was reported that the patient underwent a removal of sling. It was also reported that the patient underwent a mesh removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a removal of the sling on (B)(6) 2011 due to recurring urinary tract infections. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with the use of surgises tissue graft, repair of paravaginal defect, vaginal hysterectomy, perineorrhaphy, and cystoscopy; due to stress urinary incontinence, menometrorrhagia, and paravaginal defect . The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling and surgisis mesh were implanted. The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.